Manufacturer narrative:
H3: product analysis found that the device was received in good condition and there was no failures detected. The software was upgraded to version 1.6.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim patient interface had an error after the update. There was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. B3: the date of the event has been updated. Continuation of d10: section d information references the main component of the system. Other relevant device used with the patient interface is: product ID: nim4cm01, serial: (B)(6), lot: 226160479. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there was nothing about the patient interface. The nim console got frozen and shut down was not able until the battery was taken out. It happened during surgery. The surgery continued with back up device from the hospital. There was no fault with other devices.